Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic low anterior resection the surgeon fired the device and the deployed staples and purstring were not properly formed. The surgeon transected the descending colon at the 1cm-up line from the deployed staple line which the purstring device made, there was unanticipated tissue loss. A new purstring and anastomosis was created using another purstring 65 device and eea31.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one disposable purstring 65 instrument. The visual inspection of the cartridges noted the instrument was fully applied. The instrument was received with pushers fully advanced; the cartridges were seated properly after firing. The returned sample as received by medtronic was found to meet medtronic quality release specifications after application in the clinical setting and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Unfortunately, since the instrument was fully applied, the root cause for the reported condition cannot be reliably determined.

Manufacturer narrative:
(B)(4)